Event description:
The hospital biomed reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The hospital biomed reported the mx40 telemetry device had no sound. No patient involvement.